Event description:
The external pulse generator was returned as a loaner restock and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the upper case was damaged, the battery release was scratched, the ring cover was contaminated and the battery contacts were compressed. All found defective parts were replaced. (B)(4).